Event description:
The patient reported experiencing a shocking sensation in the right leg and fingers when cleaning a metal light fixture outside once on a ladder and then again coming down from the ladder. The patient's knee started to tingle and was still on the right leg and fingers. The tingling sensations felt like they were going up the leg and it was not painful but was uncomfortable. Additional information received from the patient indicated they had an appointment on the (B)(6). It was noted that they said the issue was not going to affect the box and was no big deal. The device was indicated for spinal pain.

Event description:
Additional information received reported that the cause of the shocking/zapping sensation was a live wire at the patient's house. Troubleshooting was yet to be done and the diagnostics were yet to be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.